Event description:
The contact stated the meter readings had been erratic. The customer's blood glucose was tested and the reading was in the 300's (mg/dl). The customer was given insulin, but was still not feeling well. His glucose was tested again and the reading was 110 mg/dl. Paramedics were called and they tested the customer's blood glucose at either 65 or 45 mg/dl. No other info was provided about the event or treatment rec'd. The test strips are to be returned for eval, and replacement strips will be sent.